Event description:
It was reported that the pump of this inflatable penile prosthesis was not working properly as it was not inflating. A revision surgery was performed, during which it was noted the pump was depressed and the tubing connecting to the reservoir was twisted. The tubing and the pump were removed and replaced. There were no patient complications reported.